Event description:
The patient received 2 scs leads with the same lot number. It was reported the patient was not getting the same coverage as during the trial. Additionally, x-rays showed the left scs lead had migrated; however, there were no changes in stimulation from the scs lead migration. The scs lead was replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.